Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient was seeing halos. The lens was exchanged for a different lens model. Additional information has been requested.